Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to the patient experiencing non-auditory stimulation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 08, 2024.